Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was located at the curve of the proximal rca. The lesion was heavily calcified with a calcium edge. Another company's balloon was advanced and inflated. Then, the 3 x 8 mm voyager nc was advanced and inflated three times and withdrawn. A 3.5 x 18mm xience v was advanced, but it could not pass through the lesion. The same 3 x 8 mm voyager nc was advanced and positioned again and the balloon burst at 16 atm. A slight dissection was produced, but it healed up by itself. Another company's stent was implanted to treat the lesion. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - the lesion was tortuous and heavily calcified and the balloon was used multiple times, inserted into the pt, which may have contributed to the balloon rupture. Likely the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured during inflation. A conclusive cause for the balloon rupture cannot be determined. Dissection, in the IFU, is a known adverse event associated with coronary dilatation procedures. Possibly the dissection is a result of the reported balloon rupture; however, a conclusive cause for the pt effect, and the relationship to the product, cannot be determined.